Manufacturer narrative:
Findings: pump received with cracked case at the lcd window corner, missing end cap sticker, cracks on battery tube threads, cracks on reservoir tube lip, and crack on reservoir tube.

Event description:
It is reported that a customer has physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was not recorded. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. No further information was provided.